Manufacturer narrative:
Visual inspection did not identify any anomalies that would contribute to the issue. A device history record was performed to review and conform the sterility of the implanted system. The root cause of the issue could not be determined.

Manufacturer narrative:
A device history record was performed to review and conform the sterility of the implanted system. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported the patient's implantable pulse generator (ipg) was removed due to an infection near the ipg implant site. No other adverse consequences for the patient were reported.